Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was reported to be damaged. The physician was attempting to treat a non-tortuous, severely calcified, long lesion in the lcx, exhibiting 95% stenosis. The lesion was pre-dilated with a sprinter balloon. The device could not cross the lesion, and when it was removed from the patient it was noted to be damaged. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis: there was a kink on the hypotube 7cm distal to the strain relief. There was a kink on the transition tubing 2.9cm distal to the transition bond. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st distal stent wrap with struts raised. There was deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.